Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, a sensing anomaly was observed upon a review of stored electrocardiograms. This was determined to pertain only to electrocardiogram collection and was a result of inappropriate programming. The patient would be monitored.